Event description:
It was reported that, "removed implant due to infection."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: cat#: 6260-9-136, lot#: meptna, description: v40 cocr lfit head 36mm/0. Cat#: 500-11-50d, lot#: 27645401, description: trident hemispherical solid back shell. Cat#: 623-00-36d, lot #: mha9x5, description: trident 0 deg insert 36mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.